Event description:
Complainant, who is allergic to latex, used these polyurethane condoms on three separate occasions and each time the condom broke while in use. The complaint indicated they were experiencing "pain" in the genital area and that they planned to attend a health professional today or tomorrow.